Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received inappropriate shock therapy due to double-counting of a ventricular tachycardia (vt) in the primary sensing vector. Boston scientific technical services (ts) was contacted and discussed that if the physician does not want this rhythm to be treated, they should consider reprogramming the device to a different sensing vector and continue with remote monitoring. Potentially optimizing the patient's medication should be considered, if clinically appropriate. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.